Event description:
It was reported the patient experienced increased pain. Interventions included suspending therapy. Diagnostic methods included a CT scan with contrast and results showed thoracic and lumbar radiculitis. Diagnostic methods included an x-ray and results showed thoracic and lumbar radiculitis. The etiology was a pre-existing condition, worsening or exacerbation. The event was possibly related to the device or therapy and not related to the implant procedure. Signs and symptoms included increased pain to neck, back, and legs. The outcome was an ongoing event. Additional information reported the left side lead had fallen lateral and anterior. The lead migration was noted on an x-ray taken in november. The etiology was due to the lead and stimulator and noted as related to the device or therapy and not related to the implant procedure. The patient was referred for revision and paddle lead placement. If additional information on revision is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n305382 implanted: (B)(6) 2011, product type: adapter. Product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# j0220108v, implanted: (B)(6) 2002, product type: lead. Product ID: 37752, lot# serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# j0220108v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz10, lot# serial# (B)(4) implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz10, lot# serial# (B)(4) implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4) implanted: (B)(6) 2007, product type; programmer, patient. Product ID: 3487a-45, lot# j0220108v implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot# j0220108v implanted: (B)(6) 2002, product type: lead.